Event description:
Info was rec'd from a physician regarding a pt who rec'd one injection of synvisc in pt's right knee in 1/2001. Four days later the pt complained of pain and swelling in the knee. Arthroscopy was done and pt was found to have a staph infection in the joint. The pt was treated with antibiotics and is reported to be doing well now. The physician believes the infection to be related to pt's diabetes and not synvisc. No further info is expected.